Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute the hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that when she woke up in the morning, the cannula had dislodged from the infusion site. She realized that the cannula had dislodged when she tried to give herself a bolus, and insulin was leaking out of the cannula. She reported that her blood glucose was 360 mg/dl. The pod was worn less than a day.